Event description:
The customer reported to a baxter representative of an intermate that was alleged to have a separation of the distal end tubing from the luer lock during a patient infusion of cubicin. The separation was reported to have caused unintended patient contact with the cubicin. The solution and intermate were replaced and therapy was concluded without further incident. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation. Therefore, the customer reported condition could not be confirmed and the root cause was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review found the directional inserts to be accurate and sufficient. The sample was not returned for evaluation.